Event description:
It was reported that multiple malfunction alarms occurred. The pump was replaced to address the issue.

Manufacturer narrative:
B5

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.